Event description:
Information was received indicating that a cadd extension set, line leaked overnight, wet spot in the bed. It was reported the leakage was from the connection, seam, under the filter.

Manufacturer narrative:
Report source: (B)(6).